Event description:
It was reported that the customer received a button error alarm on the insulin pump and the buttons stopped working. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was 140 mg/dl. She treated with manual injections. The customer was advised to revert to a back-up treatment plan. The customer also received a battery out limit alarm following a battery change. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. However, the insulin pump had no button response due to corroded keypad traces. No battery alarms could be verified due to the unresponsive buttons. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.